Event description:
It was reported the pt lost stimulation due to a depleted ipg. The ipg was explanted and replaced. The pt's stimulation therapy was restored.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.